Manufacturer narrative:
Stryker completed its acquisition of k2m, inc. (K2m) on (B)(6) 2018. As part of integration activities stryker spine performed a retrospective review of k2m post market surveillance complaints or the period 2017 to 2018. The purpose of this review was to assess reportability decisions and ensure consistency with the stryker corporate procedures and policies. As a result of that review, this MDR (malfunction) is being filed. The device was visually and functionally inspected. Upon review, it was observed that the head was separated from the shaft of the screw. Analysis of the shear face revealed an uneven and shiny breakage pattern, suggesting sudden stress fracture. There was visible damage on the shank. Manipulation and adding off-axis forces to the screw may have contributed to this specific failure nature. The manufacturing and inspection records were reviewed and no relevant discrepancies were found.

Event description:
A physician reported that a 4.5 mm yukon polyaxial screw broke during implant surgery. The broken device was removed and replaced after a brief surgical delay: sugery was completed with a back-up device. There was no adverse consequence to the patient.